Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97745bp serial# (B)(6): product type accessory product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed that there was a recharge antenna failure, /get manufacture struct command and response/osiris error! Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member (pt rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt had been having issues recharging their ins and now the controller and ins were both depleted. Pt rep further explained that when the pt would try to recharge, the ins would recharge, then shut off, recharge and then shut off. Pt rep said when the rep was contacted, he told the pt that something was disconnected internally and that the charger wasn't working. The pt rep inspected the recharger (rtm) and they did not notice any damage. Pt rep said the pt did notice the rtm getting hot when recharging. An email was sent to the repair department to replace the rtm. Spoke with a manufacturer representative (rep) and pt was also conferenced on the line. Pt indicating that nothing is working with her system. Some troubleshooting questions were asked but pt mentioned that pt didn't have any of her external components with her. Pt recommended calling her daughter as she had access to pt's external components. The pt's daughter was called with the rep on the line. The pt's daughter indicated that she had already spoken with mdt to get the rtm replaced so no further troubleshooting was done. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) b3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.